Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported that the insulin pump had a blank display. Customer's father stated that the pump had been submerged in pool water. Customer's blood glucose level at the time of the call was not provided. No further information was provided.